Event description:
Caller reported intermittent malfunction alarms on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer will continue to use current pump for insulin therapy.